Event description:
It was reported that the patient's lead fractured approx. 2 years ago and was revised.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted:, product typ lead product ID (B)(4), lot#, serial# (B)(4), implanted: explanted: product typ recharger product ID (B)(4), lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).